Manufacturer narrative:
Investigation summary: the customer reported ten (10) of the pump sets have been drawing air into tubing in 6 to 12 inch lengths. No patient harm/injury reported. The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Product lot and failure mode trending was reviewed and a trend was not identified. A total of four (4) samples were received for evaluation. Visual inspection and functional testing performed confirmed the report of air in tubing line. An investigation has been initiated to determine the root cause of this manufacturing/production process issue. This device failure will continue to be monitored and trended.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported 10 of the pump sets have been drawing air into tubing in 6 to 12 inch lengths of air. Formula was following the bag without issue, but air was seen as the tubing left the pump. There was no patient harm.